Event description:
It was reported an angio-seal was placed after a diagnostic procedure. The groin was screened and deemed suitable for angio-seal placement. No issues were noted during the procedure. The patient was taken to the ward and after approximately 30 minutes, the patient stated their leg was numb with no feeling. The patient was taken to CT where it appeared that the anchor and some vessel plaque could have been pulled as the anchor was being set. The patient was immediately taken to surgery for vessel repair. No reported patient complications were noted during surgery. Additional information was not available at this time.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions the use of the angio seal device in patients with clinically significant peripheral vascular disease. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.